Manufacturer narrative:
This information was not provided during the initial report. Subject device is an implant and is not implanted/explanted. Synthes is unable to provide the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: during a procedure surgeon was drilling and the drill broke. A piece remains in the patient's bone.